Manufacturer narrative:
H.6. Investigation: one photo and one decontaminated sample with the catheter attached to the adaptor with the syringe was received by our quality team for evaluation. Upon visualization of the sample received, a cut on the catheter was observed near the adaptor; therefore, the failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. A review of the manufacturing process was performed and the defect was unable to be duplicated in the process. There was no process identified in the manufacturing facility could have caused this nonconformance. The rubber tubing is a supplied product and the supplier was notified of this failure. A device history record review was performed by the distributor and they found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It has been reported that one bd angiocath¿ plus IV catheter has been found experiencing leakage during use. The following has been provided by the initial reporter: catheter hub's broken. Catheter hub's broken and leakage. Updated info: after correcting the line and connecting with the set of sap, leakage of liquid occurred and it was confirmed that the catheter hub was broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd angiocath¿ plus IV catheter has been found experiencing leakage during use. The following has been provided by the initial reporter: catheter hub's broken. Catheter hub's broken and leakage updated info: after correcting the line and connecting with the set of sap, leakage of liquid occurred and it was confirmed that the catheter hub was broken.